Event description:
It was reported by the that during a colon resection procedure, on the first firing, the surgeon noticed that one staple had a malformed leg that was protruding well past the normal "b" position that is usually formed. Some of the staples were intact and some were malformed. The malformed staples were observed in the center of the staple line. The case was completed with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.